Manufacturer narrative:
UDI# (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The liner and cup were returned and evaluated. The liner assembled with the shell upon receipt but the fit was loose and would not fully seat. Scratches were found on the inside and outside of the elevated portion of the liner. Additional inspection of the liner found approximately half of the barb to be damaged. A small portion of the barb has become detached from the liner. No dimensional analysis will be performed due to the attempts to implant the liner. The shell was assembled with the liner upon receipt. The threads are damaged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-10651. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not successfully impact the acetabular liner into the acetabular cup after four attempts. The procedure was completed with another device(s) after a delay to surgery of 60 minutes. No further information has been made available at this time.